Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as painful and uncomfortable while sleeping as electrodes are digging into ribs. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the skin irritation. Follow up indicated that the skin irritation improved.